Manufacturer narrative:
This report is for an unknown tfna nail/ unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date that a revision operation was performed due to a broken trochanteric fixation nail advanced (tfna) nail. Concomitant device reported: unknown helical blade (part # unknown, lot # unknown, quantity 1), unknown locking screws (part # unknown, lot # unknown, quantity unknown), unknown end caps (part # unknown, lot # unknown, quantity 1). This report is for one unknown tfna nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. X-ray review: the received picture confirm the issue as per event description, that the tfna nail is proximal broken off as well two distal locking screws broken; the complaint therefore has been determined to be confirmed. Investigation site: cq zuchwil, selected flow: damage. Visual inspection: the investigation of the returned tfna nail has shown that the nail through the proximal tfna blade hole is broken off. Dimensional inspection was performed: the measured dimensions were found to be within the given specifications per the drawings referenced above. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the standard specification of astm f2066 for implants for surgery, ti mo15. The fracture face is homogenous, which indicates material conformity. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Summary: the complaint is rated as confirmed for this tfna nail as the nail through the proximal tfna blade hole is broken off. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot manufacturing location: monument, manufacturing date: nov 16, 2018, expiration date: nov 01, 2028, part number: 04.037.058s, 10mm/130 deg ti cann tfna 380mm/right ¿ sterile, lot number: h778983 (sterile), lot quantity: 5. One piece was scrapped in cell at op #30, gundrill, for a cannulation runout failure. The remaining five pieces were 100% inspected for this feature and determined to be acceptable however, an uneven wall thickness (runout) could potentially contribute to the reported complaint condition. Work order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, in-process / inspect dimensional / final, ns071282 rev d met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, tfna assembly inspection, ns067861 rev b met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Scn 15706 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.942.2, lock prong 130 degree, tfna, bp55, lot number: 1l48541, lot quantity: 95. Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55, lot number: h681013, lot quantity: 1,000. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns062851 rev b met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card received from smalley dated 20-sep-2018 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive, bp58, lot number: h771055, lot quantity: 80. Work order traveler met all inspection acceptance criteria. Inspection sheet ns062925 rev e met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80, lot number: h748523, lot quantity: 687 lbs. Certified test report supplied by perryman company dated 06-sep-2018 and certificate of test supplied to perryman by howmet castings dated mar 31, 2016 were reviewed and determined to be conforming. Lot summary report dated sep 29, 2018 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Device history review jun 04, 2020: DHR reviewed this lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: screws have been discarded by the hospital and cannot be returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D10: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from germany reports an event as follows: it was reported that on (B)(6) 2020 that a revision operation was performed due to a broken trochanteric fixation nail advanced (tfna) nail. The revision was completed successfully. Concomitant device reported: helical blade (part # 04.038.410s, lot # h806929, quantity 1), unknown locking screws (part # unknown, lot # unknown, quantity unknown), unknown end caps (part # unknown, lot # unknown, quantity 1). This report is for one unknown tfna nail. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update to concomitant device reported: helical blade (part # 04.038.410s, lot # h806929, quantity 1), locking screws (part unknown, lot unknown, quantity unknown), end caps (part number unknown, lot unknown, quantity 1), pfna a~¸10 long r 130a^° l400 sst (part number 02.027.230s, lot 2l58941, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: monument, manufacturing date: november 16, 2018, expiration date: november 1, 2028, part number: 04.037.058s, 10mm/130 deg ti cann tfna 380mm/right ¿ sterile, lot number: h778983 (sterile), lot quantity: 5. One piece was scrapped in cell at op #30, gundrill, for a cannulation runout failure. The remaining five pieces were 100% inspected for this feature and determined to be acceptable however, an uneven wall thickness (runout) could potentially contribute to the reported complaint condition. Work order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, in-process / inspect dimensional / final met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, tfna assembly inspectionmet all inspection acceptance criteria. Packaging label log (pll) lmd was reviewed and determined to be conforming. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.942.2, lock prong 130 degree, tfna, bp55, lot number: 1l48541, lot quantity: 95. Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55, lot number: h681013, lot quantity: 1,000. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certification and certificate of conformance and quality history card received from smalley dated september 20, 2018 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive, bp58, lot number: h771055, lot quantity: 80. Work order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp80, lot number: h748523, lot quantity: 687 lbs. Certified test report supplied by perryman company dated september 6, 2018 and certificate of test supplied to perryman by howmet castings dated march 31, 201 were reviewed and determined to be conforming. Lot summary report dated september 29, 2018 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. Visual inspection: the investigation of the returned tfna nail has shown that the nail through the proximal tfna blade hole is broken off. Dimensional inspection was performed as below: document/drawing feature/test/description: outer diameter proximal specification 15.66 mm +/- 0.1 actual 15.66 mm gage 3-01-19789 results "pass" feature/test/description: outer diameter distal specification 10.1 mm +/- 0.1 actual 10.09 mm gage 3-01-19789 results "pass" document/drawing feature/test/description: inner diameter cannulated proximal specification 10.00 mm +/- 0.05 actual 9.99 mm gage 3-01-19789 results "pass" the measured dimensions were found to be within the given specifications per the drawings referenced above. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the standard specification for implants for surgery. The fracture face is homogenous, which indicates material conformity. The investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device. Summary: the complaint is rated as confirmed for this tfna nail as the nail through the proximal tfna blade hole is broken off. Based on the provided information we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, mal-union, overloading of the osteosynthesis or a combination of different factors, did lead to a fatigue failure. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.